Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)11: (B)(6). [Provider ni]. Radiology ¿ CT abdomen/pelvis. Indication: right hepatic lobe hcc treated with tact in (B)(6)2010. Findings: there is a small fat-containing midline ventral hernia. (B)(6)11: . At the end of the procedure all sponge counts, needle counts, and instrument counts were correct. I was present for entire procedure.¿ (B)(6)11: (B)(6)/abdominal organ transplant and hepatobiliary surgery. (B)(6). Office notes. Has significant amount of fluid in subcutaneous space between the subcutaneous tissue and the mass, does not have evidence of infections, will schedule cat scan of abdomen and pelvis to see how intact the hernia is and will watch this fluid accumulation, she is asymptomatic and might not need to remove any fluid since this is a risk of infection and I believe the fluid after removal will reaccumulate. CT scan scheduled for tomorrow. (B)(6)14: (B)(6). Operative report. Pre/postop diagnosis: infected mesh. Procedure: extensive lysis of adhesions, removal of mass, and abdominal wound closure. The latter procedure will be dictated by dr. (B)(6). Estimated blood loss: minimal. Indications: the patient is a 52-year-old woman, who has hepatitis c and alcoholic cirrhosis. The patient [sic] few years ago. (B)(6)14: (B)(6). Operative report. Pre/postop diagnosis: infected abdominal mesh hernia, patient with dr. (B)(6), we did a combined procedure. Procedure: removal of mesh. Component separation of abdominal wall. Repair of hernia. Dr. (B)(6) will dictate his portion of the procedure. This is a plastic surgery portion. Anesthesia: general. Estimated blood loss: minimal. Complications: none. Indication: this is a 52-year-old female who presented to general surgery office with fever, redness, and abdominal tenderness. (B)(6)14: (B)(6). Office notes. First postoperative visit, had drain placed subcutaneous above the fascia space due to a collection, drain that we left postoperatively was accidently removed, no signs of infection, she documented 13 cc clear fluid for last 2 days, since drain is placed above the fascia and output is small drain was removed. Return two months. (B)(6)15: (B)(6). Office notes. Was admitted to (B)(6) hospital on (B)(6)14, had drain placed in subcutaneous (above fascia) due to a collection, 100 cc clear fluid was drained and culture did not grow any organism, drain has since been removed, reporting a mass in abdomen, not painful, not bulging, has been there since (B)(6). Plan: CT abdomen with and without contrast. (B)(6)15: [facility ni]. (B)(6). Radiology ¿ CT abdomen, with and without contrast. Indication: rule out hematoma. Impression: interval decrease in size of the lateral dimension of the left anterior abdominal wall located fluid collection which likely represents seroma versus serosanguineous collection. (B)(6)15: [facility ni]. (B)(6). Office notes. New visit; abdominal discomfort. Exam: mass (hematoma, fluid collection?) In left paraumbilical area. Impression/plan: I [incisional] heri [hernia] the patient had CT recently at aria and we need to review, patient will bring outside films. (B)(6)15: [facility ni]. (B)(6). Radiology ¿ CT abdomen, with contrast. Indication: abdominal pain. Impression: previously noted left parasagittal anterior abdominal wall fluid collection has significantly decreased in size. Small hiatal hernia. Nodularity of the liver suggest changes of cirrhosis. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2011: (B)(6). Implant record. Implant sticker. Procedure implants: description: gore® dualmesh® plus biomaterial 10 cm x 15 cm x 1.0 cm. Model/ref catalog number: 1dlmcp03. Lot batch code: 6966986. Exp: 2012-06. Manufacturer: w.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/6966986) was implanted during the procedure. On (B)(6) 2011: (B)(6), medical student 3. Progress notes [handwritten]. Generally doing well. Examination: abdomen; soft, appropriately tender, not distended, positive bowel sounds. Incision clean/dry/intact. On (B)(6) 2011: (B)(6). Immediate post-operative note [handwritten sections]. Pre-procedure diagnosis: liver cancer. Post-procedure diagnosis: same. Procedure and description: exploratory laparotomy, wedge resection liver mass, intra-operative ultrasound, repair of ventral hernia with mesh. Type of sedation: general. Physician: (B)(6). Assistant: (B)(6). Intravenous fluids: 3-8 liters. Urinary output: 860 ml. Estimated blood loss: 200 ml. Drains: 20 french jackson pratt over fascia. Complications: none. Specimens removed: hernia sac; liver mass; undetermined margin. On (B)(6) 2011: (B)(6). (B)(6). Pathology report. Specimen number: (B)(4). Operating room consultation. Surgeon: (B)(6). Tissue: a. Liver tumor. B. Liver tumor, tissue additional margin. Diagnosis: a. ¿necrotic tumor is present at the inked resection margin.¿ b. ¿no tumor seen.¿ specimen with frozen sections: 2. Blocks with frozen sections: 3. Gross exam only: not applicable. Touch prep: not applicable. Clinical history: liver cancer. Microscopic diagnosis: site a: liver; partial hepatectomy; no residual viable tumor, necrotic mass (5.0 cm), extending focally to the inked resection margin, non-neoplastic liver with established cirrhosis, moderate activity and mild macro vesicular steatosis, stainable iron is not increased. Site b: liver, additional margin; excision; no tumor seen, liver with established cirrhosis and moderate activity. Site c: ventral hernia; repair; benign fibro adipose tissue with mesothelial lining, consistent with hernia sac. Site d: ventral hernia, additional tissue; repair; benign fibro adipose tissue, consistent with hernia. Note: according to the ajcc classification this liver tumor is classified as yptx (r0) nx mx. (R0: no residual viable tumor post arterial embolization). Special status performed: trichrome and iron. Liver: applicable procedures; partial hepatectomy. Macroscopic: focality, single mass, tumor size 5.0 cm, necrotic. Microscopic: histologic type; necrotic tumor. Histologic grade; necrotic tumor. Pathologic staging; ptx (r0) no residual viable tumor post arterial embolization, pnx, pmx. Margins: negative final resection margin. Vascular invasion: not identified. Ajcc stage: yptx (r0) nx mx. Gross tissue description: site a: designated as ¿liver tumor¿, labeled with the patient¿s name and received fresh, is a wedge resection of liver weighing 98 grams and measuring 9 x 5 x 5 cm. The resection margin of the liver is inked black. The capsular surface is red tan, focally smooth and focally shows fibrofatty adhesions (3 x 2 cm). Serial sectioning of the specimen reveals a grayish white mass with central soft pink necrosis measuring 5 x 4.5 x 3.5 cm. The tumor is variegated with yellowish and tan to red areas. In one of the slices the tumor is seen reaching up to the inked resected margin. The non-neoplastic liver is nodular with nodules ranging in size from 0.2 cm to 0.3 cm. Intraoperative consult was requested with the diagnosis of ¿necrotic tumor is present at the inked resection margin.¿ the frozen section is submitted in cassette fsc a1 and fsc a2. Additional sections are submitted as follows: cassettes fsc a1-a2; frozen section controls, cassettes a3-a5; tumor with margins, cassettes a6-a7; tumor with adhesions, cassettes a8-a9; tumor with capsule, cassettes a10-a11; tumor with nonneoplastic, cassette a12; nonneoplastic liver, cassettes a13-14; tumor. Site b: designated as ¿liver tumor tissue additional margin, suture in margin¿, labeled with the patient¿s name and received fresh, is a single piece of tan-pink liver tissue measuring 3 x 1.8 x 1 cm, a suture is present marking the resection margin. The resection margin is inked black. Intraoperative consult was requested with the diagnoses of ¿no tumor seen.¿ the frozen section is submitted in cassette fsc b1 and the remainder of the specimen is serially sectioned and entirely submitted in cassettes b2 to b5. Site c: designated as ¿ventral hernia sac¿, labeled with the patient¿s name and received fresh, is a single piece of flat tan pink soft tissue measuring 4.2 x 1.5 x 0.5 cm. One surface is smooth and the other is shiny. Representative sections are submitted in cassette c1. Site d: designated as ¿additional ventral hernia sac¿, labeled with the patient¿s name and received fresh, are two tan-pink fibrofatty soft tissue pieces measuring 8 x 2 x 2 cm and 5 x 2 x 1.1 cm respectively. The larger fibrofatty soft tissue piece shows areas of hemorrhage and congestion. Representative sections are submitted in cassettes d1-d2. On (B)(6) 2011: (B)(6). [Illegible signature]. Consultation [handwritten]. Initial nutrition assessment. Weight 78 kg, bmi 28.9. Patient malnourished: yes, mildly, low albumin. Advance diet as tolerated to clears, monitor diet to tolerance. On (B)(6) 2011: (B)(6). [Surgery resident]. Progress note [handwritten]. Examination: abdomen; soft, distended, tender to palpation, incision with midline dressing, jackson pratt 40/60 serosanguinous fluid. Clindamycin/ciprofloxacin. Continue antibiotics while jackson pratt in place. On (B)(6) 2011: (B)(6). Progress note [handwritten]. Stable, afebrile, wound clean. On (B)(6) 2011: (B)(6). Progress note [handwritten]. Anesthesia; although it appears patient pain control benefitting from epidural, decision made to remove secondary to increased wbc and fever. Do not suspect epidural as source, however given remote concern of seeding epidural with infection, decision made with attending to remove. On (B)(6) 2011: (B)(6). Lab. Blood culture: no growth in 5 days. Urine culture: negative to date; no growth after 48 hours. Sputum culture: normal respiratory flora; rare epithelial cells, rare wbc seen, rare gram-positive cocci. Wbc 13.0 high; 18.4 high. Albumin 3.1 low. On (B)(6) 2011: (B)(6). [Resident]; (B)(6). Progress note [handwritten]. Fever to 103, 0methadone started. Check cultures. Examination: abdomen; soft, appropriate tender to palpation. Ciprofloxacin and clindamycin times 3. Right arterial line inserted (B)(6) 2011. On (B)(6) 2011: (B)(6). [Surgery resident]. Progress note [handwritten]. Examination: abdomen; soft, non-distended, tender to palpation, incision intact with staples, jackson pratt drain, [illegible]. Temperature 99.3, 98.3, clindamycin/ciprofloxacin; continue while drain in place. On (B)(6) 2011: (B)(6). [Surgery resident]. Progress note [handwritten]. Examination: abdomen; soft, no distention, minimal tender to palpation, incision intact with staples, jackson pratt scant serosanguinous, positive flatus. Temperature 100.1, wcc [white cell count] 10.1, ciprofloxacin/clindamycin. Consider discontinuing jackson pratt drain and then discontinuing antibiotics. On (B)(6) 2011: (B)(6) [surgery resident]; (B)(6). Progress note [handwritten]. Examination: abdomen; soft, not distended, minimal tender to palpation, incision clean/dry/intact with staples, binder, [illegible]. Temperature 98.8. Abdominal binder, follow up pathology. Agree with resident¿s note; doing well, discharge home in am. On (B)(6) 2011: (B)(6). [Surgery resident]; (B)(6). Progress note [handwritten]. Examination: abdomen; soft, not distended, [illegible], incision intact with staples. Temperature 99.1, 98.9, wcc [white cell count] 8.4. Follow up (B)(6) next week. Agree with resident¿s note; doing well, abdomen soft, incision clean, dry and intact. (B)(6) 2011: (B)(6). Discharge summary. Hospital course: was taken to the or, exploratory laparotomy with wedge resection of the liver mass and repair of a ventral hernia with mesh. Postop course was uncomplicated. Discharged home, good condition. Instructed to resume usual activity as tolerated. Started on clindamycin and cipro following surgery, jp [jackson pratt] drain and antibiotics discontinued on postop day 4. On (B)(6) 2011: (B)(6). Emergency room visit. Complaints of fever, had hepatic tumor resection on (B)(6) 2011 with ventral hernia repair; discharged on (B)(6), was doing ¿ok¿ until 2-3 days ago. Started having diffuse abdominal pain and subjective fevers, today pain at its worst and fever at its highest, pain is worst right upper quadrant; described as sharp, steady, aggravated by touching area. Previously used intravenous drugs; 5 months sober. Examination: abdomen; scar(s), midline scar present, midline laparotomy scar present, few staples still in place, no evidence of wound infection. Soft moderate abdominal tenderness in all quadrants, mass not appreciated. Temperature 102.8. Impression/plan: CT abdomen/pelvis, surgery consult. Admit ordered, preliminary diagnosis; liver abscess, abdominal pain, fever. Condition stable. Wbc 14.8 high. On (B)(6) 2011: (B)(6). Radiology- CT abdomen/pelvis. Clinical history: history of hepatocellular carcinoma presents with abdominal pain status post section of hepatic mass. History of tace [transcatheter arterial chemoembolization] procedure. Comparison: multiple prior studies including (B)(6) 2011. Findings: midline surgical staples with underlying large simple seroma in the superficial soft tissues of the anterior abdominal wall measuring 5.6 x 15.5 x 15.5 cm in the ap [anterior posterior], transverse and craniocaudad dimensions. There has been interval repair of the previously demonstrated ventral hernia and there is a simple fluid within the ventral hernia repair sheath that measures 2.3 x 7.7 x 9.1 cm. There is a new large lobular fluid collection in the hepatic vi which demonstrates a thick rind of peripheral enhancement and scattered foci of air in the nondependent lumen measuring 8.3 x 7.7 x 5.8 cm. Fluid within the collection is simple by hounsfield unit measurement. Trace amount of simple fluid is seen in the infrahepatic region and pelvis. Bilateral fatty inguinal hernias seen. Impression: new loculated rim-enhancing fluid collection with air in hepatic segment vi may represent early abscess formation. Correlation with surgical history is recommended. Status post ventral hernia repair. Large seromas within the superficial anterior abdominal wall and ventral hernia repair sheath. Mild amount of simple free fluid. Status post splenectomy. [Missing record: records for the CT scan completed on (B)(6) 2011 were not provided.] On (B)(6) 2011: (B)(6); (B)(6). History and physical [handwritten]. Complaint of abdominal pain, status post wedge incision 6/7 of liver, ventral hernia repair with mesh on (B)(6) 2011 presents with fever, chills, nausea/vomiting, abdominal pain starting yesterday, diarrhea since surgery. Past tobacco use, past cocaine/heroin use, past alcohol use. Temperature 102.8. Examination: abdomen; [illegible], soft, tender right side, positive bowel sounds, incision clean/dry/intact and [illegible]. Impression/plan: postoperative day 19 status post resection of vi and vii (liver tumor) and ventral hernia repair with mesh, reports high fever/increased abdominal pain. Wbc 14.8 [high], abdomen soft, not distended, tender to palpation throughout especially right upper quadrant, no rebound/guarding, large fluctuance over lower aspect of midline incision, incision clean/dry/intact without erythema. CT abdomen shows large seroma anterior to mesh and foci of air in liver resection bed with rim of necrosis consistent with possible abscess. Admit for intravenous antibiotics, nothing by mouth, intravenous fluids, possible percutaneous drainage of postop intrahepatic collection. Attending supplement: patient seen and examined by me, agree with resident¿s note. [Illegible] on cipro. (B)(6) 2011: (B)(6); [illegible signature]. Progress note [handwritten]. Continue pain issues, complaints of abdominal pain unchanged from admit, positive nausea, no vomiting since admit, positive flatus, nothing by mouth. Examination: abdomen; soft, distended, positive bowel sounds, diffuse tender to palpation, incision intact, periumbilical staples in place. Impression/plan: status post resection of liver tumor (segment vi and vii) and ventral hernia repair with mesh. Postoperative day 19 presented with abdominal pain and fever. Continue nothing by mouth/ intravenous fluids, antibiotics. CT abdomen/pelvis consistent with possible abscess, will discuss with team re: possible drainage of collection. Deep venous thrombosis and gastrointestinal prophylaxis, pain control. (B)(6) 2011: (B)(6). Procedure note. Ir perc [interventional radiology percutaneous] place drain cath. Abdominal seroma aspiration. History: status post liver surgery. Findings: limited ultrasound of the anterior abdominal wall adjacent to the midline incision demonstrates a fluid collection extending from the inferior margin of the incision to the superior margin of the incision. Subsequent images show the yueth catheter within the collection. Post procedure images show complete resolution of the fluid collection. Impression: ultrasound guided aspiration of fluid collection within the anterior abdominal wall. On (B)(6) 2011: (B)(6). [Illegible signature]. Immediate post procedure note [handwritten]. Post-procedure diagnosis: postop seroma. Procedure: ultrasound guided aspiration. Findings: 5 french yueh, .5 liter. (B)(6) 2011: (B)(6). Lab. Hematopathology: fluid wbc 121 high, fluid rbc 28400 high. Gram stain: source; abdominal fluid aspirate. Rare wbc seen; no organisms seen. Fluid culture: no growth in 5 days. Blood culture: no growth in 5 days. Urine culture: staphylococcus species less than 10,000. On (B)(6) 2011: (B)(6). Progress notes [handwritten]. Reports 10/10 pain just received pain medication, reports cramping pain in lower extremities bilaterally, tolerating diet with mild gastroesophageal reflux disease, ambulatory. Examination: abdomen; soft, tender to palpation, diffusely greatest on right side, minimal distension, healing midline incision, dressing clean/dry/intact. Impression/plan: status post resection of liver and ventral hernia repair, seroma under mesh, status post drainage by interventional radiology. Follow up cultures, incentive spirometer, out of bed to ambulate, methadone maintenance, continue antibiotics; cipro and flagyl, gastrointestinal and deep venous thrombosis prophylaxis. (B)(6) 2011: (B)(6). Progress notes [handwritten]. Agree with resident¿s note, subcutaneous fluid removed; negative to date. Abdomen soft, [illegible], tolerating regular diet. (B)(6) 2011: (B)(6). Progress notes [handwritten]. Reports pain improved slightly, mild nausea, positive flatus. Examination: abdomen; soft, mildly tender to palpation in right upper quadrant and epigastric area, minimal distention, incision clean/dry/intact, healing with a few staples left, abdomen binder in place. Impression/plan: status post partial hepatectomy, readmitted for seroma drained on (B)(6), methadone maintenance, incentive spirometer, out of bed, deep venous thrombosis prophylaxis, questionable possible discharge today, will discuss with team. (B)(6) 2011: (B)(6). Progress notes [handwritten]. Agree with resident¿s note, doing well, abdomen [illegible], pain controlled, will discharge home on oral antibiotics cipro and flagyl, return to office next thursday. On (B)(6) 2011: (B)(6). Discharge instructions and summary. Admit date: (B)(6) 2011. Discharge home today. Condition; fair. Diagnosis: abdominal wall seroma. Resume usual activities as tolerated, shower. Do not do the following; no heavy lifting, strenuous activity, bedrest, smoking, alcohol use or illegal drug use. Wound care: call the office if signs of redness or drainage at incision site, wear abdominal binder provided at all times. Prescribed ciprofloxacin, flagyl and colace docusate. Methadone daily for narcotic dependency. On (B)(6) 2011: (B)(6). Lab. Blood culture: no growth in 5 days. Wbc 20.6 high. Urine culture: mixed flora, probable contamination; staphylococcus species less than 10,000, streptococcus group b 10,000, lactobacillus species less than 10,000. On (B)(6) 2011: (B)(6). Lab. Albumin 3.2 low. On (B)(6) 2011: (B)(6). Lab. Urine culture: staphylococcus species less than 10,000, diphtheroid bacilli less than 10,000. On (B)(6) 2011: (B)(6). Lab. Albumin 3.3 low. On (B)(6) 2014: (B)(6). Operative report. Pre/postop diagnosis: infected mesh. Procedure: extensive lysis of adhesions, removal of mass, and abdominal wound closure. The latter procedure will be dictated by (B)(6). Estimated blood loss: minimal. Indications: the patient is a 52-year-old woman, who has hepatitis c and alcoholic cirrhosis. The patient [sic] few years ago had resection of segments 6 and 7 of the liver for metastatic carcinoma as well as repair if large ventral hernia from a previous operation, mesh was used. On (B)(6) 2014: (B)(6). Operative report. Pre/postop diagnosis: infected abdominal mesh hernia, patient with (B)(6), we did a combined procedure. Procedure: removal of mesh. Component separation of abdominal wall. Repair of hernia. (B)(6) will dictate his portion of the procedure. This is a plastic surgery portion. Anesthesia: general. Estimated blood loss: minimal. Complications: none. Indication: this is a 52-year-old female who presented to general surgery office with fever, redness, and abdominal tenderness. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f28: appropriate term/code not available. H6: medical device component: g07001: part/component/sub-assembly term not applicable. The original complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted and an "alleged gore device" was implanted. Medical records confirm that no mesh device was implanted during the surgical procedure. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: the known medical records span september 13, 2010 through june 11, 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial and an alleged ¿unknown gore¿ device. Patient information: medical history: hepatocellular carcinoma, asthma, end-stage liver disease, gastroenteritis, abdominal hernia, incisional, severe esophagitis, small hiatal hernia, partially obstructing pyloric channel ulcer oozing blood. H. Pylori antibody positive, history hepatitis c, peptic ulcer disease, stage 4 liver cancer, alcoholism, cirrhosis, past cocaine and heroin use, hepatic encephalopathy, chronic abdominal pain, obesity, ­ on (B)(6) 2014: bmi 34.35, ­ on (B)(6) 2016: 94.80 kg; bmi 37.03, ­ on (B)(6) 2017: 103.4 kg; bmi 40.47. Prior surgical procedures: unknown date: appendectomy, 2009: splenectomy, on (B)(6) 2010: upper endoscopy, on (B)(6) 2010: upper endoscopy. Relevant medical information: on (B)(6) 2010: CT abdomen/pelvis: ¿previously noted mass within right hepatic lobe status post chemotherapy appears slightly smaller on current study.¿ on (B)(6) 2010: CT abdomen/pelvis: ¿small fat containing ventral hernia present. Impression: duodenal wall thickening with surrounding inflammatory change, may reflect duodenitis.¿ on (B)(6) 2011: CT abdomen/pelvis: ¿small fat-containing midline ventral wall hernia noted.¿ implant preoperative complaints: on (B)(6) 2011: ¿continues to report right upper quadrant abdominal pain, colicky, improved by food. Abdomen: tender right upper quadrant, ventral hernia not incarcerated, reducible.¿ on (B)(6) 2011: CT abdomen/pelvis: ¿there is a small fat-containing midline ventral hernia.¿ on (B)(6) 2011: ¿the patient was diagnosed with liver tumor approximately 1 year ago and underwent chemoembolization. Unfortunately, the patient did not follow up with appointments and the patient presented for approximately 2 weeks ago with right upper quadrant abdominal pain. The patient decided to undergo liver resection because the tumor was 6 cm and also she has good preserved liver function. The patient was explained the pros and cons of the operation and including bleeding, infections, need for reoperation, injury to surrounding organs, bile leak, need for reoperation, and infection of the mesh. The patient on exam had a ventral hernia because of the previous splenectomy due to trauma from the midline incision. It was decided to follow this incision for the procedure and also repair of the hernia at the same time.¿ implant procedure: wedge resection of segment 6 and 7 of the liver, lysis of adhesions, and intraoperative ultrasound and open ventral hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (6966986/1dlmcp03) 10cm x 15cm, oval. Implant date: on (B)(6) 2011 [hospitalization on (B)(6) 2011]. Description of hernia being treated: ¿initially, the previously made midline incision was opened with using knife [sic] and that was extended approximately 3 cm below at the level of the umbilicus. The skin was opened with knife. Subcutaneous tissue opened with bovie and the hernia sac was entered. The hernia sac was removed and the fascia was opened with bovie. The hernia was approximately 5-7 cm in length and some adhesions were taken down by blunt and sharp dissection between the omentum and the upper posterior abdominal wall.¿ ¿then, attention was drawn to the hernia and the fascia was detached from subcutaneous tissue using bovie up to 5 cm distance circumferentially. After complete hemostasis, the defect was found to be about 10 x 7 cm and appropriate dual mesh was brought to the field.¿ implant size and fixation: ¿the dual mesh was inflated [sic] with antibiotic irrigation and sterile gauzes was applied around the incision. The mesh was placed under the fascia and was tacked down with #1 prolene in an intermittent fashion. Each suture was placed close to the hiatus so no bowel loops can be inserted between the sutures. After the mesh was inserted, the whole area was irrigated with antibiotic irrigation and then flat jp was placed on between the subcutaneous tissue and the fascia. The subcuticular fat was approximated with 3-0 vicryl and the skin was approximated with staples.¿ post-operative period: [6 days] ­ on (B)(6) 2011: ¿abdomen; soft, appropriately tender, not distended, positive bowel sounds. Incision clean/dry/intact.¿ ­ on (B)(6) 2011: ¿abdomen; soft, distended, tender to palpation, incision with midline dressing, jackson pratt 40/60 serosanguinous fluid.¿ ­ on (B)(6) 2011: ¿fever to 103, methadone started. Check cultures. Examination: abdomen; soft, appropriate tender to palpation. Ciprofloxacin and clindamycin times 3. Right arterial line inserted on (B)(6) 2011.¿ ­ on (B)(6) 2011: ¿abdomen; soft, non-distended, tender to palpation, incision intact with staples, jackson pratt drain, [illegible]. Temperature 99.3, 98.3, clindamycin/ciprofloxacin; continue while drain in place.¿ ­ on (B)(6) 2011: ¿abdomen; soft, no distention, minimal tender to palpation, incision intact with staples, jackson pratt scant serosanguinous, positive flatus. Temperature 100.1, wcc [white cell count] 10.1, ciprofloxacin/clindamycin. Consider discontinuing jackson pratt drain and then discontinuing antibiotics.¿ ­ on (B)(6) 2011: discharge summary: ¿hospital course: was taken to the operating room, exploratory laparotomy with wedge resection of the liver mass and repair of a ventral hernia with mesh. Postop course was uncomplicated. Discharged home, good condition. Instructed to resume usual activity as tolerated. Started on clindamycin and cipro following surgery, jp [jackson pratt] drain and antibiotics discontinued on postop day 4.¿ relevant medical information: on (B)(6) 2011: ¿has significant amount of fluid in subcutaneous space between the subcutaneous tissue and the mass, does not have evidence of infections, will schedule cat scan of abdomen and pelvis to see how intact the hernia is and will watch this fluid accumulation, she is asymptomatic and might not need to remove any fluid since this is a risk of infection and I believe the fluid after removal will reaccumulate.¿ on (B)(6) 2011: inpatient admission. On (B)(6) 2011: emergency department: ¿complaints of fever, had hepatic tumor resection on (B)(6) 2011 with ventral hernia repair; discharged on (B)(6), was doing ¿ok¿ until 2-3 days ago. Started having diffuse abdominal pain and subjective fevers, today pain at its worst and fever at its highest, pain is worst right upper quadrant; described as sharp, steady, aggravated by touching area. Previously used intravenous drugs; 5 months sober. Examination: abdomen; scar(s), midline scar present, midline laparotomy scar present, few staples still in place, no evidence of wound infection. Soft moderate abdominal tenderness in all quadrants, mass not appreciated. Temperature 102.8.¿ on (B)(6) 2011: CT abdomen/pelvis: ¿new loculated rim-enhancing fluid collection with air in hepatic segment vi may represent early abscess formation. Correlation with surgical history is recommended. Status post ventral hernia repair. Large seromas within the superficial anterior abdominal wall and ventral hernia repair sheath. Mild amount of simple free fluid.¿ on (B)(6) 2011: ¿abdomen; [illegible], soft, tender right side, positive bowel sounds, incision clean/dry/intact and [illegible]. Impression/plan: postoperative day 19 status post resection of vi and vii (liver tumor) and ventral hernia repair with mesh, reports high fever/increased abdominal pain. Wbc 14.8 [high], abdomen soft, not distended, tender to palpation throughout especially right upper quadrant, no rebound/guarding, large fluctuance over lower aspect of midline incision, incision clean/dry/intact without erythema. CT abdomen shows large seroma anterior to mesh and foci of air in liver resection bed with rim of necrosis consistent with possible abscess. Admit for intravenous antibiotics, nothing by mouth, intravenous fluids, possible percutaneous drainage of postop intrahepatic collection.¿ on (B)(6) 2011: interventional radiology, percutaneous drain placement: ¿limited ultrasound of the anterior abdominal wall adjacent to the midline incision demonstrates a fluid collection extending from the inferior margin of the incision to the superior margin of the incision. Subsequent images show the yueth catheter within the collection. Post procedure images show complete resolution of the fluid collection.¿ on (B)(6) 2011: microbiology: ¿gram stain: source; abdominal fluid aspirate. Rare wbc seen; no organisms seen. Fluid culture: no growth in 5 days. Blood culture: no growth in 5 days. Urine culture: staphylococcus species less than 10,000.¿ on (B)(6) 2011: ¿reports 10/10 pain just received pain medication, reports cramping pain in lower extremities bilaterally, tolerating diet with mild gastroesophageal reflux disease, ambulatory. Examination: abdomen; soft, tender to palpation, diffusely greatest on right side, minimal distension, healing midline incision, dressing clean/dry/intact.¿ on (B)(6) 2011: ¿abdomen; soft, mildly tender to palpation in right upper quadrant and epigastric area, minimal distention, incision clean/dry/intact, healing with a few staples left, abdomen binder in place.¿ on (B)(6) 2011: discharge summary: ¿abdominal wall seroma. Resume usual activities as tolerated, shower. Do not do the following; no heavy lifting, strenuous activity, bedrest, smoking, alcohol use or illegal drug use.¿ on (B)(6) 2011: inpatient admission. On (B)(6) 2011: emergency department: ¿complains of 2 weeks of intermittent fevers at home, right upper quadrant abdominal pain. Intermittent nausea and vomiting.¿ on (B)(6) 2011: CT abdomen/pelvis: ¿postsurgical changes of ventral abdominal hernia repair are again noted with mesh placement. Slight interval decrease in fluid contained in mesh measuring 0.8 x 7.0 cm axially. The large seroma anterior to hernia repair slightly decreased measuring 5.3 x 10.6 cm axially. Deformation of anterior aspect of rectus abdominis muscles newly noted.¿ on (B)(6) 2011: microbiology: ¿blood culture: no growth in 5 days. Wbc 20.6 high. Urine culture: mixed flora, probable contamination; staphylococcus species less than 10,000, streptococcus group b 10,000, lactobacillus species less than 10,000.¿ on (B)(6) 2011: discharge summary: ¿readmitted from clinic with fever. Admission on(B)(6) 2011 for large seroma, ultrasound guided drainage, sent home on oral antibiotics. Fevers at home. Hospital course: infectious disease consulted, recommended drain fluid around mesh, culture. Fluid collections and seroma formation often occur following hernia repair and resolve without intervention. Patient improved clinically without intervention. Blood, urine cultures negative. Abdominal pain resolved. Seroma noted on abdominal exams. At discharge stable. Instructed to wear abdominal binder at all times.¿ on (B)(6) 2011: inpatient admission. On (B)(6) 2011: emergency department: ¿abdominal pain in right upper quadrant, fever, nausea, vomiting. Has been seen here before for this same complaint, and no source for the infection was identified.¿ on (B)(6) 2011: CT abdomen/pelvis: ¿low-density 1.5 x 5.7 x 3.8 cm fluid collection within anterior abdominal wall hernia repair sheath, likely postoperative seroma. Heterogenous 5.0 x 9.7 x 13.0 cm fluid collection anterior to hernia sheath with hyperdense components consistent with blood products or infectious/inflammatory debris.¿ on (B)(6) 2011: discharge summary: ¿admitted with 1 day nausea, vomiting, fever, abdominal pain. Pain in right upper quadrant. Had emergent splenectomy 10 years ago. Patient had multiple admissions for fever of unknown origin. It was decided to send patient home with po [by mouth] antibiotics. Discharge home in good condition.¿ on (B)(6) 2011 - on (B)(6) 2012: inpatient admission. On (B)(6) 2011: CT abdomen/pelvis: ¿no acute intra-abdominal pathology. Stable hypoattenuating collection within anterior abdominal wall hernia sheath likely representing postoperative seroma. Stable mixed density collection just anterior to sheath.¿ on (B)(6) 2012: nuclear medicine abscess localization: ¿no findings suggestive of active infection with abscess formation/infection. Fluid collections ventral to midline abdominal hernia repair and within the hernia mesh itself do not exhibit radiotracer activity, suggesting benign postsurgical seromas.¿ on (B)(6) 2012: discharge summary: ¿admitted for fevers of unknown origin. Hospital course: CT scan demonstrated no evident source infection. 6-day course antibiotics. Tagged white blood cell count demonstrated no acute infection.¿ on (B)(6) 2012: CT abdomen/pelvis: ¿a ventral hernia mesh is identified without hernia or diastases rectus. Impression: no acute abdominal or pelvic abnormality.¿ on (B)(6) 2012: emergency department: ¿discharged on (B)(6) after 1 day admission for upper gastrointestinal bleed. Today states more bright red blood in vomit. Denies new abdominal pain.¿ on (B)(6) 2013: CT abdomen/pelvis: ¿ventral abdominal hernia mesh remains in place. Impression: no acute pathology in abdomen, pelvis.¿ on (B)(6) 2013: inpatient admission. On (B)(6) 2013: CT abdomen/pelvis: ¿postsurgical changes of ventral hernia repair. Impression: no findings of acute pathology in abdomen or pelvis.¿ on (B)(6) 2013: discharge summary: ¿abdominal pain eventually localized to ruq [right upper quadrant] which is chronic in nature. Discharged home.¿ on (B)(6) 2013: inpatient admission. On (B)(6) 2013: emergency department: ¿patient found to have crack pipe, heroin in her belongings. Admits to ivda [intravenous drug abuse], cocaine abuse. Abdomen: laparotomy scar present midline. Moderate abdominal tenderness epigastric area, right upper quadrant. Fever.¿ on (B)(6) 2013: ¿abdominal pain about 4 weeks, currently slightly improved. States feels like stabbing, comes and goes, cannot really locate site of pain.¿ on (B)(6) 2013: ¿abdominal pain. Withdrawal vs chronic abdominal pain from liver disease.¿ explant preoperative complaints: on (B)(6) 2014: ¿abdomen pain 3-4 weeks, constant, right upper quadrant and left upper quadrant, fever. Per CT: abdominal wall infiltration at site of ventral hernia repair with mesh-? Infection, no fluid collection.¿ on (B)(6) 2014: CT abdomen/pelvis: ¿no evidence of mesh infection.¿ on (B)(6) 2014: ¿mesh infection. Antibiotics will need to be continued until 7 days after removal of mesh, which must be removed for cure of infection.¿ on (B)(6) 2014: ¿2011 ventral hernia repair with duo mesh [sic]. Abdominal redness, pain for 3-4 weeks. CT scans show peri-mesh stranding with minimal fluid above mesh. Continued low grade fevers.¿ on (B)(6) 2014: ¿the patient is a 52-year-old woman, who has hepatitis c and alcoholic cirrhosis. The patient [sic] few years ago had resection of segments 6 and 7 of the liver for metastatic carcinoma as well as repair if large ventral hernia from a previous operation, mesh was used. The patient was transferred to (B)(6) hospital because of erythema around the midline incision. A cat scan showed some stranding around the mass and the area was tender, however, the erythema and the cat scan improved significantly with antibiotics. The patient subsequently became febrile during therapy with antibiotics and white count was increased, therefore we decided to proceed with removal of the mesh because of possible infection.¿ explant procedure: extensive lysis of adhesions, removal of mass, and abdominal wound closure. Explant date: on (B)(6) 2014 [hospitalization on (B)(6) 2014]. General surgery: ¿the previous midline incision extending from the xiphoid up to 2 cm below the umbilicus was used. The skin was opened with knife and subcutaneous tissue opened with bovie. The mass was identified. The mess [sic] was significantly adherent to surrounding tissues. There was a hematoma in the inferior portion of the mesh, old hematoma, which was cultured. Above the mesh, the abdomen was entered. There was significant adhesions between the omentum, the small bowel, and the liver with mesh and the abdominal wall. We proceeded with extensive lysis of adhesions. The total adhesiolysis was on excess of 2 hours. The adhesions of omentum and small bowel were taken down using sharp dissection. During the adhesiolysis, no injuries to the bowel were identified. The whole of the mesh was cut with scissors in the middle and it was completely removed using scissors or bovie from both sides of the fascia. The weak portion of the fascia was also removed. Then, whole abdomen was irrigated copiously with antibiotic irrigation, which was aspirated. The omentum was explored and was found to be completely hemostatic. The whole small bowel was run as well as the colon and no injuries identified. This ends my portion of the procedure.¿ plastic surgery: ¿general surgery team then entered the abdomen and did lysis of adhesions, dissection of bowel, and removed all of the infected mesh and cultures as well. We were then called and hemostasis was achieved. Abdomen was irrigated with copious amounts of saline. Laps were removed. All counts were correct. We were then able to begin out [sic] component separation. We dissected the subcutaneous tissue right from the fascia all the way up past the rectus, lateral to the rectus muscle. We then incised the external oblique musculature from the ribs all the way down to the pelvis region, and incising this the internal oblique fascia was exposed, but the rectus muscles were able to be brought to midline. On the inner surface of the rectus muscle fascia, we also released some fascia to give more length to our abdominal wall closure. We did this by bilaterally in order to do our closure tension free. Hemostasis was achieved. Next, we placed the 2 drains under the flaps and sewed then in. 4-0 prolene sutures was used to repair the fascia defect. We also did an 0 loop repair. We placed two 19-french drains in the pockets for the dissection outside of the abdomen over the fascia. We closed the incision with multiple layers of 3-0 vicryl suture and then 0-monocryl running subcuticularsuture and sterile dressing.¿ records do not indicate any devices were implanted during on (B)(6) 2014 procedure. On (B)(6) 2014: ¿specimens removed: ¿duo mesh from 2011.¿ findings: small hematoma evacuated above mesh, no overt abscess, or infection. Compartment separation with adequate closure.¿ on (B)(6) 2014: pathology: ¿abdominal tissue with mesh; excision: hyalinized fibrous tissue with embedded synthetic foreign material; there is foreign body giant cell reaction and focal chronic inflammation. Gross tissue description: site a: designated as ¿infected mesh/abdominal tissue¿, labeled with the patient¿s name and received fresh, are 2 pink-tan to red-tan fragments of fibroconnective tissue. One fragment measures 7.0 x 2.3 x 0.6 cm; serial sectioning reveals a white-tan and fibrotic cut surface. Another fragment measures 12.3 x 3.2-5.3 x 1.1 cm; serial sectioning reveals a white-tan fibrotic cut surface, with an embedded thin, pink-tan, flat synthetic mesh that measures 9.3 x 3.2 x 0.05 cm.¿ on (B)(6) 2014: microbiology: ¿infected abdominal mesh. Culture and sensitivity: final on (B)(6) 2014, no growth in 5 days. Anaerobic culture: final on (B)(6) 2014, no anaerobes isolated. Abdominal mesh. Culture and sensitivity: final on (B)(6) 2014, no growth in 5 days.¿on (B)(6) 2014: ¿abdomen: dressing clean, dry, abd [abdominal] binder in place. Jackson-pratt x 2 stripped, serous sanguineous. Impression/plan: postoperative day 2, poor pain control. Continue abdominal binder.¿ on (B)(6) 2014: ¿in restraints. Patient not cooperating. Abdomen: dry incision.¿ on (B)(6) 2014: ¿patient refusing all treatment.¿ on (B)(6) 2014: CT abdomen/pelvis: ¿suspicion of interim removal of the ventral abdominal wall hernia mesh, in its place, there is a long continuous anterior abdominal wall drain. There¿s also been interim development of a large amount of ascites. No evidence fluid loculation or abscess.¿ on (B)(6) 2014: ¿infected abdominal mesh, fevers/abdominal pain/ascites, concern for spontaneous bacterial peritonitis.¿ on (B)(6) 2014: CT abdomen/pelvis: ¿multiple hematomas in left anterior omentum, gastrocolic ligament, both paracolic gutters with layering exudative fluid within pelvis.¿ on (B)(6) 2014: CT abdomen/pelvis: ¿two stable hematoma in lesser omentum and gastrocolic ligament. Fluid layering within pelvis, paracolic gutters again seen. New left anterior wall fluid collection at site of previous drain. Fluid-filled colon.¿ on (B)(6) 2014: discharge summary: ¿hospital course: infected abdominal mesh. Complained of pain and redness of the anterior abdominal wall. Was also febrile. Went to or for removal of mesh, separation of the abdominal wall, and repair of hernia. Acute tubular necrosis. Was noted to have decreased urine output, and an elevated bun and creatinine. Nephrology team was consulted and determined had acute tubular necrosis after receiving a dose of toradol. Fever of unknown origin. Following the operation to remove the abdominal mesh, continued to be febrile with an elevated wbc. Multiple cultures were taken. All of which showed no growth in any organism. Placed on antibiotics and eventually wbc¿s decreased and no more fevers. Conclusion: #2 unknown gore device. The original complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted and an "alleged gore device" was implanted. Medical records confirm that no mesh device was implanted during the surgical procedure. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Based upon the information received, a gore device was not implanted as alleged. Surgical records confirm no mesh was implanted. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 11/11/2011, including previous abdominal procedures, were not provided. On (B)(6) 2011: operative report. Pre/postop diagnosis: ventral hernia and liver tumor. Procedure: wedge resection of segment 6 and 7 of the liver, lysis of adhesions, and intraoperative ultrasound and open ventral hernia repair with mesh. Indication: chronic hepatitis c and cirrhosis with preserved liver function. The patient was diagnosed with liver tumor approximately 1 year ago and underwent chemoembolization. Unfortunately, the patient did not follow up with appointments and the patient presented for approximately 2 weeks ago with right upper quadrant abdominal pain. The patient decided to undergo liver resection because the tumor was 6 cm and also she has good preserved liver function. The patient was explained the pros and cons of the operation and including bleeding, infections, need for reoperation, injury to surrounding organs, bile leak, need for reoperation, and infection of the mesh. The patient on exam had a ventral hernia because of the previous splenectomy due to trauma from the midline incision. It was decided to follow this incision for the procedure and also repair of the hernia at the same time. The patient agreed to the plan. Operation: ¿initially, the previously made midline incision was opened with using knife and that was extended approximately 3 cm below at the level of the umbilicus. The skin was opened with knife. Subcutaneous tissue opened with bovie and the hernia sac was entered. The hernia sac was removed and the fascia was opened with bovie. The hernia was approximately 5-7 cm in length and some adhesions were taken down by blunt and sharp dissection between the omentum and the upper posterior abdominal wall. The tumor was quite adherent to the posterior abdominal wall, the retroperitoneum, and part of the abdominal wall was taken down in order to stay with a tumor for radical resection. Then right triangular ligament was mobilized until the right lobe was completely mobilized from retroperitoneum. Then, a vessel loop was placed around the porta hepatis, but pringle was not applied through the procedure. Then, habib instrument was used to precoagulate the line of the resection using ultrasound approximately 2 cm margin distal to the tumor was identified and also a complete ultrasound of the inspection of the liver was performed to find in order to identify further tumors. No other tumors were identified. The capsule of the liver was scored with bovie and then habib was inserted and the area of transection was precoagulated with frequency ablation through the habib. The line of transection was coagulated and then the liver was resected using scissors. Further application of habib in the deeper liver parenchyma resulted in a complete coagulation and transection. The specimen was removed and sent for frozen section. The medial inferior margin was found to be too close to the tumor additionally 1.5 cm of tissue of liver parenchyma was transected from this area using again habib. This was found to be free of tumor then the tumor dissection was completed. The whole area was suspected and treated with argon beam. There was no bleeding or any evidence of bile leak. The whole area was irrigated with antibiotic irrigation, which was aspirated. Then, attention was drawn to the hernia and the fascia was detached from subcutaneous tissue using bovie up to 5 cm distance circumferentially. After complete hemostasis, the defect was found to be about 10 x 7 cm and appropriate dual mesh was brought to the field. The dual mesh was inflated with antibiotic irrigation and sterile gauzes was applied around the incision. The mesh was placed under the fascia and was tacked down with #1 prolene in an intermittent fashion. Each suture was placed close to the hiatus so no bowel loops can be inserted between the sutures. After the mesh was inserted, the whole area was irrigated with antibiotic irrigation and then flat jp was placed on between the subcutaneous tissue and the fascia. The subcuticular fat was approximated with 3-0 vicryl and the skin was approximated with staples. On (B)(6) 2011: implant record. Procedure implants: description: gore® dualmesh® plus biomaterial 10 cm x 15 cm. Model/catalog#: 1dlmcp03. Lot#: 6966986. Exp: 2012-06. Manufacturer: w.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/6966986) was implanted during the procedure. On (B)(6) 2011: discharge summary. Hospital course: was taken to the or, exploratory laparotomy with wedge resection of the liver mass and repair of a ventral hernia with mesh. Postop course was uncomplicated. Discharged home, good condition. Instructed to resume usual activity as tolerated. Records between 11/17/2011 and 10/15/2014, including records for cat scan reports showing ¿mass¿, were not provided. On (B)(6) 2014: operative report. Pre/postop diagnosis: infected mesh. Procedure: extensive lysis of adhesions, removal of mass, and abdominal wound closure. Indications: had resection of segments 6 and 7 of the liver for metastatic carcinoma as well as repair if large ventral hernia from a previous operation, mesh was used. The patient was transferred to (B)(6) hospital because of erythema around the midline incision. A cat scan showed some stranding around the mass and the area was tender, however, the erythema and the cat scan improved significantly with antibiotics. The patient subsequently became febrile during therapy with antibiotics and white count was increased, therefore we decided to proceed with removal of the mesh because of possible infection. The patient understands the plan and accepted. The patient has increased risk because of cirrhosis, complications of bleeding, infection, need for reoperation, injury to surrounding structures, recurrence of the hernia, blood clots, heart attack, stroke, and even death were explained. The patient also has increased risk for withdrawal because of chronic methadone treatment. Patient was explained all the pros and cons and all the complications above and agreed with the plan. Procedure in detail: ¿the previous midline incision extending from the xiphoid up to 2 cm below the umbilicus was used. The skin was opened with knife and subcutaneous tissue opened with bovie. The mass was identified. The mess [sic] was significantly adherent to surrounding tissues. There was a hematoma in the inferior portion of the mesh, old hematoma, which was cultured. Above the mesh, the abdomen was entered. There was significant adhesions between the omentum, the small bowel, and the liver with mesh and the abdominal wall. We proceeded with extensive lysis of adhesions. The total adhesiolysis was in excess of 2 hours. The adhesions of omentum and small bowel were taken down using sharp dissection. During the adhesiolysis, no injuries to the bowel were identified. The whole of the mesh was cut with scissors in the middle and it was completely removed using scissors or bovie from both sides of the fascia. The weak portion of the fascia was also removed. Then, whole abdomen was irrigated copiously with antibiotic irrigation, which was aspirated. The omentum was explored and was found to be completely hemostatic. The whole small bowel was run as well as the colon and no injuries identified. This ends my portion of the procedure. The rest of the procedure will be dictated by dr. (B)(6).¿ on (B)(6) 2014: a pathology report detailing analysis of the device removed during the on (B)(6) 2014 procedure was not provided. On (B)(6) 2014: a culture report detailing analysis of the specimens collected during the on (B)(6) 2014 procedure was not provided. On (B)(6) 2014: operative report. Pre/postop diagnosis: infected abdominal mesh hernia, patient with dr. (B)(6), we did a combined procedure. Procedure: removal of mesh. Component separation of abdominal wall. Repair of hernia. Indication: presented to general surgery office with fever, redness, and abdominal tenderness. There were concerns that she had previously placed mesh with those infection because this was the recurrent. There was discussion with her that the best thing to do will be to remove the mesh and to repair without mesh. The option of possibly using biologic mesh was also discussed with her. Risks were explained including bleeding, infection, need for further surgery, recurrence, and other complications. She understood this and wished to proceed. Operation: ¿incision was made and the previous incision scar was removed. This was taken down through subcutaneous tissue to the fascia in the area of the mesh graft. General surgery team then entered the abdomen and did lysis of adhesions, dissection of bowel, and removed all of the infected mesh and cultures as well. We were then called and hemostasis was achieved. Abdomen was irrigated with copious amounts of saline. Laps were removed. All counts were correct. We were then able to begin out component separation. We dissected the subcutaneous tissue right from the fascia all the way up past the rectus, lateral to the rectus muscle. We then incised the external oblique musculature from the ribs all the way down to the pelvis region, and incising this the internal oblique fascia was exposed, but the rectus muscles were able to be brought to midline. On the inner surface of the rectus muscle fascia, we also released some fascia to give more length to our abdominal wall closure. We did this by bilaterally in order to do our closure tension free. Hemostasis was achieved. Next, we placed the 2 drains under the flaps and sewed then in. 4-0 prolene sutures was used to repair the fascia defect. We also did an 0 loop repair. We placed two 19-french drains in the pockets for the dissection outside of the abdomen over the fascia. We closed the incision with multiple layers of 3-0 vicryl suture and then 0-monocryl running subcuticular suture and sterile dressing. Patient tolerated the procedure and went to recovery room stable state after all counts were correct x2.¿ there is no information detailing the etiology of the infection. On (B)(6) 2014: discharge summary. History of ventral hernia repair with mesh placement in 2011. Hospital course: infected abdominal mesh. Complained of pain and redness of the anterior abdominal wall. Was also febrile. Went to or for removal of mesh, separation of the abdominal wall, and repair of hernia. Acute tubular necrosis. Was noted to have decreased urine output, and an elevated bun and creatinine. Nephrology team was consulted and determined had acute tubular necrosis after receiving a dose of toradol. Fever of unknown origin. Following the operation to remove the abdominal mesh, continued to be febrile with an elevated wbc. Multiple cultures were taken. All of which showed no growth in any organism. Placed on antibiotics and eventually wbc¿s decreased and no more fevers. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Codes 4118/3221 : product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added additional information. Infection (confirmed (B)(6) 2014); removal surgery (confirmed (B)(6) 2014); revision surgery (confirmed (B)(6) 2014). (B)(6) 2010: (B)(6) hospital. (B)(6). Emergency room visit. Dr. (B)(6) suggested patient come to ed because patient has not been compliant with appointments. Patient states she does not have a phone. No interval worsening on CT. Discharge home, follow-up with gi [gastrointestinal]. (B)(6) 2010: (B)(6) health system. (B)(6) radiology ¿ CT abdomen. Indication: history of treated hepatocellular carcinoma. Findings: again noted is the small fat containing ventral hernia. Impression: previously noted mass within right hepatic lobe status post chemotherapy appears slightly smaller on current study. (B)(6) 2010: (B)(6) hospital. [Illegible]. History and physical. IV [intravenous] drugs-heroin, stopped 10 years ago has been linked to methadone clinic for 17 years but they stopped accepting her last week. (B)(6) 2010: (B)(6) health system. (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Findings: small fat containing ventral hernia present. Impression: duodenal wall thickening with surrounding inflammatory change, may reflect duodenitis. (B)(6) 2010:(B)(6) hospital. (B)(6) . Discharge summary. Admit date: (B)(6) 2010. Hospital course: nausea/vomiting abdominal pain most likely hcc [hepatocellular carcinoma] exacerbation due to cocaine abuse. (B)(6) 2011:(B)(6) . [Provider ni]. Radiology ¿ CT abdomen/pelvis. Indication: right upper quadrant pain, fever, history liver cancer. Findings: small fat-containing midline ventral wall hernia noted. [Incomplete report, missing page 2.] (B)(6) 2011: (B)(6) hospital. (B)(6). Progress notes. Continues to report right upper quadrant abdominal pain, colicky, improved by food. Abdomen: tender right upper quadrant, ventral hernia not incarcerated, reducible. (B)(6) 2011 :(B)(6) hospital. (B)(6). Discharge summary. Admit date: (B)(6) 2011. Abdominal pain, fever. Hospital course: high white count, started antibiotics. Us [ultrasound] of right upper quadrant negative for pathology. Responded to antibiotic therapy, afebrile, chronic right upper quadrant abdominal pain returned to baseline. (B)(6) 2011:(B)(6) hospital. (B)(6) . Emergency room visit. Complains of 2 weeks of intermittent fevers at home, right upper quadrant abdominal pain. Intermittent nausea and vomiting. Abdomen: mild abdominal tenderness right upper quadrant. Admit. (B)(6) 2011: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: status post treatment for exophytic hcc [hepatocellular carcinoma] in right hepatic lobe. Also status post ventral abdominal hernia repair, now with concern for abscess or mass. Findings: postsurgical changes of ventral abdominal hernia repair are again noted with mesh placement. Slight interval decrease in fluid contained in mesh measuring 0.8 x 7.0 cm axially. The large seroma anterior to hernia repair slightly decreased measuring 5.3 x 10.6 cm axially. Deformation of anterior aspect of rectus abdominis muscles newly noted. Impression: slight interval decrease in size of fluid within ventral mesh as well as large seroma anterior to rectus abdominis muscles. (B)(6) 2011:(B)(6) health system. (B)(6) . Discharge summary. Admit date: (B)(6) 2011. Readmitted from clinic with fever. Admission (B)(6) 2011 for large seroma, ultrasound guided drainage, sent home on oral antibiotics. Fevers at home. Hospital course: infectious disease consulted, recommended drain fluid around mesh, culture. Fluid collections and seroma formation often occur following hernia repair and resolve without intervention. Patient improved clinically without intervention. Blood, urine cultures negative. Abdominal pain resolved. Seroma noted on abdominal exams. At discharge stable. Instructed to wear abdominal binder at all times. (B)(6) 2011: (B)(6) hospital. (B)(6). Discharge instructions. Diagnosis: fever. Activity: resume usual activities as tolerated, shower, no heavy lifting, no strenuous activity, no tub baths, abdominal binder to be worn at all times. (B)(6) 2011: (B)(6) hospital. (B)(6). Emergency room visit. Abdominal pain in right upper quadrant, fever, nausea, vomiting. Has been seen here before for this same complaint, and no source for the infection was identified. Abdomen: distention moderate, midline scar present. Moderate abdominal tenderness right upper quadrant. Admit. (B)(6) 2011: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: abscess or mass. Impression: low-density 1.5 x 5.7 x 3.8 cm fluid collection within anterior abdominal wall hernia repair sheath, likely postoperative seroma. Heterogenous 5.0 x 9.7 x 13.0 cm fluid collection anterior to hernia sheath with hyperdense components consistent with blood products or infectious/inflammatory debris. (B)(6) 2011: (B)(6). Discharge summary. Admit date: 12/21/11. Admitted with 1 day nausea, vomiting, fever, abdominal pain. Pain in right upper quadrant. Had emergent splenectomy 10 years ago. Patient had multiple admissions for fever of unknown origin. It was decided to send patient home with po [by mouth] antibiotics. Discharge home in good condition. (B)(6) 2011: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Findings: again demonstrated is a low density fluid collection within anterior abdominal wall hernia repair sheath measuring 6.3 x 3.8 x 1.7 cm not significantly changed from prior study. Larger heterogenous collection anterior to sheath measuring 8.5 x 4.6 x 11.1 cm also unchanged. Impression: no acute intra-abdominal pathology. Stable hypoattenuating collection within anterior abdominal wall hernia sheath likely representing postoperative seroma. Stable mixed density collection just anterior to sheath. (B)(6) 2012: (B)(6). Radiology ¿ nm abscess localization whole body. Wbc study. Indication: concern for abscess. Impression: no findings suggestive of active infection with abscess formation/infection. Fluid collections ventral to midline abdominal hernia repair and within the hernia mesh itself do not exhibit radiotracer activity, suggesting benign postsurgical seromas. Multiple left upper quadrant splenules. (B)(6) 2012: (B)(6). Progress notes. Continue afebrile. Positive binder. Tagged rbc [wbc] study today-no acute occult infection. (B)(6) 2012: (B)(6). Discharge summary. Admit date: (B)(6) 2011. Admitted for fevers of unknown origin. Hospital course: CT scan demonstrated no evident source infection. 6-day course antibiotics. Tagged white blood cell count demonstrated no acute infection. (B)(6) 2012:(B)(6). Emergency room visit. Nausea, vomiting (coffee ground emesis), left upper quadrant, right upper quadrant pain x 1 day. Reports fever 104.5. (B)(6) 2012: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Undergoing treatment for hepatocellular carcinoma. Findings: a ventral hernia mesh is identified without hernia or diastases rectus. Impression: no acute abdominal or pelvic abnormality. (B)(6) 2012:(B)(6). Emergency room visit. Discharged 04/28 after 1 day admission for upper gastrointestinal bleed. Today states more bright red blood in vomit. Denies new abdominal pain. Admit. (B)(6) 2013: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Findings: ventral abdominal hernia mesh remains in place. Impression: no acute pathology in abdomen, pelvis. (B)(6) 2013: (B)(6). Emergency room visit. Moderate intermittent upper and epigastric burning pain exacerbated by greasy foods. States fever of 104 2 weeks ago, self-resolved. Admit. (B)(6) 2013: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: left flank, abdominal pain, evaluate for nephrolithiasis, pyelonephritis. Recent history nausea, vomiting, diarrhea. Findings: postsurgical changes of ventral hernia repair. Impression: no findings of acute pathology in abdomen or pelvis. (B)(6) 2013:(B)(6). Discharge summary. Admit date: (B)(6) 2013. Abdominal and flank pain past 3 weeks. Hospital course: abdominal pain eventually localized to ruq [right upper quadrant] which is chronic in nature. Discharged home. (B)(6) 2013:(B)(6). Emergency room visit. Says she took extra xanax and methadone today. [08/29/13 note] patient found to have crack pipe, heroin in her belongings. Admits to ivda [intravenous drug abuse], cocaine abuse. Abdomen: laparotomy scar present midline. Moderate abdominal tenderness epigastric area, right upper quadrant. Fever. Impression/plan: pneumonia. Admit. (B)(6) 2013: (B)(6). History and physical. Abdominal pain about 4 weeks, currently slightly improved. States feels like stabbing, comes and goes, cannot really locate site of pain. (B)(6) 2013: (B)(6). Progress notes. Impression/plan: abdominal pain. Withdrawal vs chronic abdominal pain from liver disease. (B)(6) 2014: [missing records: records for the cat scan reports showing ¿mass¿ were not provided.] (B)(6) 2014:(B)(6). History and physical. Abdomen pain 3-4 weeks, constant, right upper quadrant and left upper quadrant, fever. Per CT: abdominal wall infiltration at site of ventral hernia repair with mesh-? Infection, no fluid collection. (B)(6) 2014:(B)(6). Radiology ¿ CT abdomen/pelvis. Indication: mesh infection. Findings: a surgical mesh is seen in anterior abdominal wall of upper abdomen, no signs infection. Impression: no evidence of mesh infection. (B)(6) 2014:(B)(6). Progress notes. Infectious disease. Mesh infection. Antibiotics will need to be continued until 7 days after removal of mesh, which must be removed for cure of infection. (B)(6) 2014:(B)(6). Consultation. Plastics. 2011 ventral hernia repair with duo mesh. Abdominal redness, pain for 3-4 weeks. CT scans show peri-mesh stranding with minimal fluid above mesh. Continued low grade fevers. (B)(6) 2014:(B)(6). Immediate post operative note. Pre-procedure diagnosis: mesh infection. Post-procedure diagnosis: same. Procedure: excision of mesh lysis of adhesions vhr [ventral hernia repair] by prs. Physician: (B)(6). Specimens removed: ¿mesh.¿ findings: ¿no purulence, small hematoma on midline.¿ (B)(6) 2014:(B)(6). Immediate post operative note. Pre-procedure diagnosis: infected abdominal mesh. Post-procedure diagnosis: infected abdominal mesh. Procedure: open abdominal mesh removal (dr. (B)(6)) and separation of components for abdominal closure (dr. (B)(6)). Assistant: (B)(6). Drains: 2 lower abdominal jackson-pratt drains. Complications: [checked] none. Specimens removed: ¿duo mesh from 2011.¿ findings: ¿small hematoma evacuated above mesh, no overt abscess, or infection. Compartment separation with adequate closure.¿ (B)(6) 2014:(B)(6). Pathology report. Accession #: s14-12254. Clinical history: infected abdominal mesh. Microscopic diagnosis: site a: abdominal tissue with mesh; excision: hyalinized fibrous tissue with embedded synthetic foreign material; there is foreign body giant cell reaction and focal chronic inflammation. Gross tissue description: site a: designated as ¿infected mesh/abdominal tissue¿, labeled with the patient¿s name and received fresh, are 2 pink-tan to red-tan fragments of fibroconnective tissue. One fragment measures 7.0 x 2.3 x 0.6 cm; serial sectioning reveals a white-tan and fibrotic cut surface. Another fragment measures 12.3 x 3.2-5.3 x 1.1 cm; serial sectioning reveals a white-tan fibrotic cut surface, with an embedded thin, pink-tan, flat synthetic mesh that measures 9.3 x 3.2 x 0.05 cm. Representative sections are submitted in cassette a1. (B)(6) 2014:(B)(6) hospital. Microbiology. Infected abdominal mesh. Culture and sensitivity: final (B)(6) 2014, no growth in 5 days. Anaerobic culture: final (B)(6) 2014, no anaerobes isolated. Abdominal mesh. Culture and sensitivity: final (B)(6) 2014, no growth in 5 days. (B)(6) 2014:(B)(6). Progress notes. Abdomen: dressing clean, dry, abd [abdominal] binder in place. Jackson-pratt x 2 stripped, serous sanguineous. Impression/plan: postoperative day 2, poor pain control. Continue abdominal binder. (B)(6) 2014:(B)(6). Progress notes. Abdomen: in binder. Incision healing well. Leave jackson-pratt in until 2 week follow up. Leave abdominal binder on. (B)(6) 2014: (B)(6). Progress notes. In restraints. Patient not cooperating. Abdomen: dry incision. Follow up in weeks. Abdominal binder until then. (B)(6) 2014:(B)(6) hospital. Nurse notes. Patient refusing all treatment. (B)(6) 2014:(B)(6). Radiology ¿ CT abdomen/pelvis. Indication: abscess. Impression: suspicion of interim removal of the ventral abdominal wall hernia mesh, in its place, there is a long continuous anterior abdominal wall drain. There¿s also been interim development of a large amount of ascites. No evidence fluid loculation or abscess. (B)(6) 2014:(B)(6). Progress notes. Infected abdominal mesh, fevers/abdominal pain/ascites, concern for spontaneous bacterial peritonitis. (B)(6) 2014:(B)(6). Progress notes. Abdomen: well healed incision. Continue abdominal binder. (B)(6) 2014:(B)(6). Radiology ¿ CT abdomen. Indication: fever. Findings: just left of midline in mid abdomen is a 2.4 x 2.9 cm hyperdense lesion likely representing hematoma. An additional focal collection measuring 6.6 x 6 cm at midline mid to lower abdomen. Impression: multiple hematomas in left anterior omentum, gastrocolic ligament, both paracolic gutters with layering exudative fluid within pelvis. (B)(6) 2014:(B)(6). Radiology ¿ CT angio abdomen/pelvis. Indication: abdominal hematomas. Findings: in anterior left mid abdomen within gastrocolic ligament at level of interpolar kidneys is an evolving hematoma now measuring 3.3 x 2.8 x 2.8 cm, not significantly changed. Additional organizing hematoma at level of mid abdomen within lesser omentum measures 6.5 x 6.5 x 7.9 cm, also unchanged. Impression: two stable hematoma in lesser omentum and gastrocolic ligament. Fluid layering within pelvis, paracolic gutters again seen. New left anterior wall fluid collection at site of previous drain. Fluid-filled colon. (B)(6) 2014:(B)(6) hospital. Discharge instructions. Diagnosis: infected abdominal mesh. Activity: resume usual activities as tolerated. No heavy lifting, strenuous activity, illegal drug use. Keep site clean and dry. (B)(6) 2014:(B)(6) hospital. Nurse notes. Abdominal pain. States ¿my friend took all of my drugs 4 days ago and I have been buying drugs on the street to feel better.¿ abdomen noted to have ascites. (B)(6) 2014:(B)(6). Emergency room visit. Abdominal pain. Recent removal of infected mesh. Has been actively using street drugs to treat pain. Abdomen: diffuse tenderness throughout upper abdomen. Admit. (B)(6) 2014: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain, recent surgery. Findings: previously visualized omental hematomas have resolved. Impression: 16.8 x 1.8 x 9.6 cm simple fluid collection along left ventral abdominal wall underlying surgical site. While this is favored to represent simple seroma, infected seroma/abscess cannot definitively be excluded. (B)(6) 2014:(B)(6) hospital. [Illegible]. Progress notes. Abdominal wall seroma status post removal of infected mesh and separation of components. No need for emergent surgical intervention at this moment. (B)(6) 2014: (B)(6). Discharge summary. Admit date: (B)(6) 2014. Abdominal pain for 3 days. Reports having abdominal pain on and off since removal of mesh. Admits to not taking meds past 7 days. Hospital course: unable to find clear source of infection. CT only remarkable for simple collection of fluid along ventral wall of abdomen. Surgery thought a seroma unlikely cause of infection. Was spiking fevers. Interventional radiology did drain seroma fluid, sample showed not infected. Wanted to keep drain in at discharge but patient was homeless and did not have stable social situation. Patient is noncompliant with appointments. It was thought perhaps fever from tracheobronchitis. Hepatitis c: not currently on transplant list because noncompliant with outpatient appointment. Right abdominal pain may be part of her chronic pain syndrome. (B)(6) 2015: (B)(6). Emergency room visit. Abdomen: midline scar present. Firm mass in left lower quadrant, reported as chronic. (B)(6) 2015: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Impression: no significant change in size of rectal sheath fluid collection, likely representing a seroma. (B)(6) 2015: (B)(6). Radiology ¿ xr obstruction series. Indication: intestinal obstruction: abdominal pain, midline. Findings: surgical clips in left upper quadrant noted. Impression: no evidence obstruction. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2014: (B)(6). (B)(6), md. Office notes. Status post removal of infected mesh and hernia repair, post-operative visit. She states she stopped wearing abdominal binder a few days ago. Due to see dr. (B)(6) next week. Exam: left ir drain in place. Impression: doing well. Continue to wear abdominal binder. Increase activity as tolerated. Follow up with dr. (B)(6). A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent exploratory laparotomy ventral hernia repair on (B)(6) 2011, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted and an "alleged gore device" was implanted. It was reported the patient alleges the following injuries: infection; removal surgery; revision surgery. Additional event specific information was not provided.